Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during a procedure, aspiration failure occurred during ultrasound. The consumable was exchanged to complete the case. There was no patient harm.

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Additional information was received indicating poor aspiration was experienced during the vitrectomy mode and not during ultrasound as previously reported. The customer indicated the cause was due to the fact they skipped the testing of the probe.

Manufacturer narrative:
One 25ga+ probe was returned for an aspiration failure. No lot number was provided that identified a probe component with this complaint; therefore, a lot history review could not be conducted. The complaint sample was visually inspected and deemed nonconforming. The needle is bent approximately 20 degrees. An actuation test was performed and deemed nonconforming. The cutter did not move. An aspiration test was performed and deemed conforming. The probe was disassembled and the components inspected. There was approximately 20 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photo. Significant resistance was felt when removing the inner cutter from the bent needle. The inner cutter was bent. Wear marks were present down the length of the inner cutter. The evaluation sample did not confirm the probe would not aspirate. The probe aspirated to specification. The probe did not actuate properly. This actuation issue was due to the needle being bent. A bent needle may have caused some aspiration restriction as a bent needle and bent inner cutter condition will narrow the aspiration pathway if foreign material cannot be efficiently extracted through the probe pathway. The bent condition will also cause the poor actuation due to the interference between the inner cutter and outer needle, which prevents movement of the cutter to actuate. How the needle became bent cannot be determined from this complaint evaluation, but based on the probe being used for 20 minutes, the bent probe appears to have been bent from handling and not a manufacturing issue. All probes are 100% inspected for actuation, aspiration, and cut during manufacturing. (B)(4).